Manufacturer narrative:
(B)(4).

Event description:
Patient reported that their receiver low alerts were set at 65 mg/dl and at the time of the event, the cgm was reading 88 mg/dl. Patient's receiver was reading higher that patient's low alert setting.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Patient contacted dexcom on (B)(6) 2015 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter and an adverse event that occurred on (B)(6) 2015. Sensor was inserted on (B)(6) 2015. Patient stated that the receiver did not alert him when he had severe low blood glucose and his dog had to wake him up. The patient then drank sugar water he had prepared in the refrigerator. At the time of the event, the cgm displayed a bg value of 88mg/dl and bg meter displayed 34mg/dl. Patient did not report any medical intervention. At the time of contact, patient was doing fine. No additional event information was provided.